Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was not in patient use. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. A ventilator inoperative alarm condition indicating the device is unable to be operated after three restarts was observed. The device's main board was replaced to address the issue. Additionally, not related to the reportable issue, motor speed feedback and motor overcurrent errors were observed. These are log only errors and would not affect therapy delivery. The device's blower and outlet flow path were replaced preventatively. The device was cleaned and tested and passed all final testing.

Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID fsn-2023-cc-src-039 and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.